Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard xp medial bearing, catalog#: unknown lot#: unknown. Unknown vanguard xp lateral bearing, catalog#: unknown lot#: unknown. Unknown vanguard xp tibial tray, catalog#: unknown lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00097, 0001825034-2018-00103, 0001825034-2018-00104. (B)(4)

Event description:
It was reported in a journal article that one patient is experiencing range of motion, pain, and arthrofibrosis. She underwent an arthroscopy in the left knee.

Event description:
No new additional information is received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00097 - 1, 0001825034 - 2018 - 00103 - 1. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.